Event description:
Patient in clinic for routine follow up (B)(6) 2019. Upon vad interrogation, low speed advisory, low flow and pump stop was seen starting on (B)(6) 2019. Log files and x-ray of drive line sent to abbott. Log files and x-ray confirmed short to shield. Patient was then admitted pending drive line repair scheduled for (B)(6) 2019. Patient was maintained on an ungrounded cable or batteries while inpatient. Two abbott engineers arrived (B)(6) 2019 to attempt external repair of short. This was unsuccessful and patient was scheduled for pump exchange on (B)(6) 2019. Patient's po anticoagulation was placed on hold on admission and patient was placed on heparin gtt. Heparin gtt stopped at 0600 on (B)(6) 2019 and patient went to operating room for pump exchange. The patient went into right ventricular failure at some point during surgery w/ signs of multi-system organ failure and severe coagulopathy despite several reversal agents. A temporary right ventricular assist device was placed and she was taken to the cvicu where she continued to decompensate on very high doses of pressers, becoming more hypotensive with inability to maintain flow on both heart pumps. Her family and friends were at bedside and elected to withdraw support. Patient passed away on (B)(6) 2019 at 2236.